Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, cracked lcd window, broken belt clip slot, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that she experienced hypoglycemia. The blood glucose reading was 40 mg/dl. The customer was treated with intravenous fluids by emergency medical services. She was wearing the insulin pump at the time of the event. The reservoir showed the same amount of insulin as shown on the status screen. The customer reported that the insulin pump was cracked and stored in her bra. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.